Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Section h11: the following sections have corrected information: (section f) please disregard f10. This section was entered in error.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, h4, h6.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this male patient's left knee was revised 16 years post op initial tka. Reason for the revision was not reported. No additional information.